Event description:
The lay user/patient's mother contacted lifescan (lfs) and alleged that the patient's one touch ultra 2 meter was reading inaccurately high when compared to another meter. Lfs was able to obtain further information from the reporter. The patient experienced shaky legs prior to testing on the reported meter with a result of 7.2 mmol/l (130 mg/dl). The mother retested him on another meter (one touch ultra) with a result of 3.2 mmol/l (58 mg/dl), performed within 10 minutes of the out2 meter test. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=30% and/or <=1.7mmol/l. The patient ate biscuits and had a drink to bring his blood glucose up. He felt much better after testing. The reporter could not recall the date this event happened. She was unable to provide further information regarding the subject meter. The mother did mention that no medication was taken prior to testing. And the patient's diabetes medication regimen includes 24 hour glygine, novarapid between 3-6 units (depending on what the patient has done during the day) and insulin taken after food 3 times a day. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mmol/l) and that it was coded correctly. However, it was discovered that the patient was using test strips that were stored incorrectly, expired, or open longer than the discard date (use error). This complaint is reported because at the time of concern, the reported meter's result did not correlate with the symptom that the patient was experiencing. However, the symptom correlated with the other meter's result. The patient administered self-treatment (ate biscuits and drank), which made him feel better. There is user error involved (test strips), which may have contributed to the result obtained on the reported meter.